Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR#1219856-2010-00076 for the first event involving the same patient. It was reported that the intra-aortic balloon ('iab') was prepped per instruction. The md used the same insertion site to insert the super arrow-flex ('saf') sheath. The md was advancing the iab over the spring wire guide ('swg') and into the sheath when resistance was met. The md could not get the iab to exit the sheath. Because the iab could not be inserted into the patient through the sheath, the iab and the sheath were removed as one unit. The md requested another iab. The third iab was prepped per instruction and inserted over the same swg; however, the md used the teflon sheath and the iab was placed without incident. Additional information received on 01/28/2010 by a rn in the cath lab stated, the insertion was in the same leg. The swg was not removed with the sheath and iab as one unit. There was no excessive bleeding.